Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 18mg/dl at the time of the paramedics arrival. The customer stated that the amount of insulin left in the reservoir did not match with the units left in the status screen. No further info was provided.